Manufacturer narrative:
No product has been received to date. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.

Event description:
Customer reported needle detach during injection. He had x-rays performed.